Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 6 months after the dental implant was placed in ada site 13 in the mouth, the implant did not achieve osseointegration. After this implant was removed, another was placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 6 months after the dental implant was placed in ada site 13 in the mouth, the implant did not achieve osseointegration. After this implant was removed, another was placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).